Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, g3, g6, h2, h3, h4, h6, h8, h10. -review of the most recent repair record determined that the unit was out of calibration, and the head, neck, housing, swivel, control bar, switch, reciprocating arm, motor, and gears were worn. The unit was recalibrated and the head, neck, housing, swivel, control bar, switch, reciprocating arm, motor, and gears were replaced and resolved the reported issue. -the device history record (DHR) review was unable to be performed as the DHR associated with this device is not available. This device was manufactured prior to may 2009 where it was identified a robust DHR indexing and handling process was not in place. An action implemented a serial number logbook to correct this issue. -device is used for treatment. -review of complaint history identified additional similar complaints for the reported item. However, as the device is only assigned a unique serial number, an additional review could not be performed. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. -a definitive root cause cannot be determined. -the event is confirmed.

Event description:
No additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that device is not working evenly. This occurred during testing. There was no harm, delay, or alternate contact. There was no adverse event reported as a result of this malfunction.